Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up ((B)(6) 2014)-device evaluation: the lay user/patients product(s) has been returned and evaluated by lifescan product analysis on (B)(6) 2014 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a defective battery. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lifescan (B)(4) 2012, alleging that she was unable to test her blood glucose on her one touch verio meter since the meter was unable to display a blood glucose result on (B)(6) 2012 at around 1:00pm. A medical surveillance specialist (mss) sent follow up questions; however, customer service was unsuccessful in getting a hold of the patient. The complaint was classified based on the initial call. The patient claims due to the alleged issue she was unable to test and 3 days later she developed symptoms which consisted of sweating and feeling dizzy. Since the patient developed symptoms, she ate some sugar and did not seek any further medical attention or contact her physician for assistance. The product was replaced. At this time the complaint is being reported since the patient alleged that due to not being able to test she developed symptoms suggestive of a serious injury and had to self-treat.